Event description:
A customer observed a false negative ahbc result on a pt sample. The results was not released to the physician. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the anti-hbc result was atypically elevated (supernegative). No issue with calibration, reagent or instrument performance is suspected. Though the root cause is not definitively known, dilution of the initially negative sample produced positive results, supporting the presence of an unk interferent.